Event description:
It was reported that patient underwent knee arthroplasty on an unknown date. Subsequently, an arthroscopic procedure was performed on (B) (6) 2005 due to patella clunk. No further information is available.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Biomet recently received information from a retrospective data collection submitted by surgeon. Attempts to obtain additional information including product identity have been unsuccessful to date.